Event description:
Info received indicates when the brake is applied, the brake will indicates but the casters continue to swivel.

Manufacturer narrative:
The tech isolated the issue to worn parts on the casters. He replaced the head end brake casters to repair the bed.